Event description:
Patient went to see surgeon after his total ankle. Primary surgeon implanted the components in varus and was causing the patient pain. Surgeon took the implants out and fused his ankle joint.

Manufacturer narrative:
(B)(4). Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Unknown star poly core component.